Manufacturer narrative:
Physio-control examined the customer's device and verified the reported issue. Physio determined that the cause of the reported issue was two (2) electrically leaky filters, designators fl9 and fl11, from the analog pcb assembly. The leaky filter depleted the internal hybrid layer capacitor (hlc) batteries of the device which prevented it from powering on. The customer was provided with a replacement device.

Manufacturer narrative:
If remedial action initiated: the supplemental medwatch report indicated: blank. The supplemental medwatch should indicate: notification (box checked). Correction number of the supplemental medwatch report indicated: blank. The supplemental medwatch report should indicate: 3015876-02/08/2013-001c.

Manufacturer narrative:
(B)(4): physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not power on when prompted. There was no patient use associated with the reported issue.